Manufacturer narrative:
The guidewires did not returned for evaluation. Radiographic images were provided which confirm the event of two broken guidewires past the screw in the patient. A review of the device history records could not be performed as the identifying lot number was not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that two guidewire tips broke off past the screw and remain in the patient. This is report 2 of 2.